Event description:
The initial reporter stated that during training at the clinic they obtained a questionable inr result using coaguchek xs meter with serial number (B)(4) when compared to a laboratory result using an unknown method. At 3:25 pm the patient obtained a result of 6.6 inr. Since the result was high they tested on a second finger and obtained the same result. The clinic checked the patient with a non-roche meter and obtained a result of 4.1 inr. Between 4 and 4:30 pm a laboratory result of 4.1 inr was obtained. Medication changes were made based on the laboratory result. The patient's therapeutic range is 2.5 - 3.5 inr. This was the patient's first test on the meter, but she is scheduled to test weekly.

Manufacturer narrative:
Reporter occupation is patient/consumer. The customer's strips were requested for return; replacement product was sent. The product has not been received at this time. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."